Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not dispensing the amount of insulin that was programmed in dual waive bolus. Customer believed that dual bolus may have been given due to blood glucose dropping. Customer was advised to monitor blood glucose and that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was programmed with correct time and date and monitored for 3 days, several bolus were programmed and delivered; the insulin pump delivered properly all bolus programmed and were properly recorded at the bolus history screen. No bolus or bolus history anomalies were noted. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched lcd window, case and keypad overlay.